Event description:
It was reported that during a hospital visit, the patient with this pacemaker system was being admitted and the health care professional (hcp) called technical services (ts) for battery longevity analysis on the device. Ts reviewed and analyzed the provided device data. The pacemaker battery longevity was calculated and provided to the hcp. While reviewing the stored electrogram (egm), stored signal artifact monitor (sam) episodes with noise and oversensing were noted. Ts noted that the oversensing was related to the minute ventilation (mv) feature. The mv feature was deactivated by the signal artifact monitor (sam). Ts also noted high out of range impedances on the right ventricular (rv) lead. The hcp declined a review of the events. At this time, the pacemaker and rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a hospital visit, the patient with this pacemaker system was being admitted and the health care professional (hcp) called technical services (ts) for battery longevity analysis on the device. Ts reviewed and analyzed the provided device data. The pacemaker battery longevity was calculated and provided to the hcp. While reviewing the stored electrogram (egm), stored signal artifact monitor (sam) episodes with noise and oversensing were noted. Ts noted that the oversensing was related to the minute ventilation (mv) feature. The mv feature was deactivated by the signal artifact monitor (sam). Ts also noted high out of range impedances on the right ventricular (rv) lead. The hcp declined a review of the events. At this time, the pacemaker and rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.